Event description:
The customer reported to olympus that the evis lucera ultrasound gastrovideoscope ultrasonic probe had scratches. There was no patient harm associated with the event. The device was returned and evaluated. During evaluation a tip fixation screw adhesive detachment was found. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of the ultrasonic probe scratches was confirmed. In addition to a tip fixation screw adhesive detachment the additional evaluation findings are as follows: probe air leakage, insufficient angle, scope cover deformation bending section cover adhesive float, lack of rubber adhesion, bending section cover adhesion crack, switch 3 scratches, air/water cylinder paint peeling, objective lens scratches, and image guide snake tube scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
Device was an olympus asset and there was no customer allegation.

Manufacturer narrative:
Corrected fields: b5.